Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device displayed "pacer fault 122", pacer fault 123", and "pacer fault 126" messages. Complainant indicated that there was no pt involvement in the reported malfunction.